Manufacturer narrative:
(B)(4). The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge that was returned was a representative sample. Additionally, two loose clips were returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that the two loose clips were returned with the hooks broken off which is an indication of possible mis-molding near the hook. The mis-molding could cause the hook to break upon application. The sample appears used as there is biological material present on the clip. The representative sample appears typical. Functional inspection was performed on the representative sample that was returned. A lab inventory clip applier was used. All six clips were manually loaded into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No issues were observed with the representative sample. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broke when applying" was confirmed based upon the sample received. Two loose clips were returned with their hooks broken which is an indication of possible mis-molding near the hook. The mis-molding could cause the hook to break upon application. A representative sample was also returned but upon functional inspection, no issues were found with the clips as they were all able to be successfully applied to over-stressed surgical tubing. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that the clip ends broke off during application.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1800494 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip ends broke off during application.